Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure (error c-34) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the error c-34. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy surgical procedure, the erbe was giving different errors and the monopolar was not useable. The surgeon managed to finish the procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs and found c-34, c-50, c-30, m-11 indicating an erbe swap is required. The customer had restarted the erbe but the monopolar was still not working. The customer confirmed erbe was connected to a well-grounded dedicated power circuit and no external high frequency source was nearby. The procedure was completed with no reported injury or harm to the patient.